Event description:
Customer reports significant differences between the b221 analyzer and abbott glucose meter/lab results for a particular pt which had an impact on the pt's clinical treatment. The pt was a diabetic and it has been reported that as a result of the b221's glucose results, the pt was given too much insulin. One of the results for this pt was 5.9 mmol/l from the b221 analyzer, and 2.4 mmol/l from the advia 1800. The same sample was tested on an abbott glucose meter. Customer was unable to provide the glucose result from the meter but stated "both the bm stick result and the lab result from the advia 1800 corelated with each other but not with the blood gas machine result". The customer was first made aware of incorrect glucose results being reported on (B) (6) 2009, but added glucose results had been incorrect for possibly 24 to 48 hours previous to (B) (6) 2009. No data was provided for previous incorrect glucose results. Customer was unable to provide any info to determine if pt suffered any adverse events related to the increase in insulin. If additional info is received, appropriate notification will be provided.